Event description:
Customer reported the sys is displaying a system error "power off wait 10 sec" on the mainframe display and intermittently the c-arm would not boot. It would stop at 5 arrows on the display. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and found a broken wire in the interconnect cable. The cable was ordered and the customer installed the new cable. Sys operates as intended.